Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.

Event description:
(B)(4) complaint handling unit reported the tip of thread of the screwdriver for extraction, 352.311, broke off. The surgeon wanted to change the angle of both the c4 screws as they were close to the end plate. The screwdriver for extraction was inserted and screwed into the first screw. The sleeve was screwed down onto the plate. As the green driver handle was turned to extract the screw, a loud click was heard. The driver then came loose without extracting the screw. The surgeon was advised that there was no further option for extracting the screw. The position of the screws, although not desirable, was not unsafe or dangerous. The surgeon elected to leave them in situ and was happy to do so. The broken tip was unable to be removed from the screw.